Event description:
It was reported that during an implant procedure, the physician was unable to extend the helix of this right atrial (ra) lead appropriately causing it to dislodge from its original implant positions. High pacing impedance values were also observed. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The rv lead is not being returned according to the field. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.